Manufacturer narrative:
Exact date unknown, event occurred in the year of 2019.

Event description:
It was reported that the patient underwent a revision procedure wherein the ipg was repositioned for an unknown reason.